Event description:
During deployment of transcatheter aortic valve replacement (tavr) valve, valve balloon ruptured. Balloon was difficult to remove and caused fracture of deployment system and wire. Once balloon and sheath were removed, it was noted that there was part of the patient's iliac artery was retained on the sheath.